Event description:
My dream station bi-pap machine was on recall 6/14/2021. I call my sleep dr and was told to put a bacterial filter on the machine so I ordered a few. Sometime around (B)(6) 2021 I got a cough. I thought nothing of it. After 6 weeks I went to the dr's with a cough that would not go away and wheezing has started. He had me tested for asthma. They was negative. Then I received a recall notice in the mail 9/22/2021. Upon reading it they said about a cough being a symptom. Now I put 2 and 2 together and now stopped using my machine. I am going to use my old machine till it stops working. I hope they resolve this issue fast. I do need the machine to sleep. Thank you (B)(6). FDA safety report ID# (B)(4).